Event description:
Caller reported aviva blood glucose results of 423 mg/dl, 151 mg/dl, 130 mg/dl, 165 mg/dl, 123 mg/dl, and 122 mg/dl within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.